Event description:
It was reported that the insulin gauge on the pump was displaying an amount different than expected, specifically showing 0 units instead of the expected 140 units. There was no adverse impact to the customer¿s blood glucose level. The customer was able to complete the necessary steps to address the issue, including removing air from the cartridge and using room temperature insulin, but was not able to reload the same cartridge. The call was interrupted by a fire alarm, and the customer intended to call back. Follow-up attempts were made to reach the customer, including sending an email and closing the ticket.